Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient receiving baclofen (225 mcg/ml at an unknown dose), morphine (15 mg/ml at an unknown dose), and clonidine (300 mcg/ml at an unknown dose) via an implanted pump. On (B)(6) 2020 it was reported that a motor stall message was seen. The patient had an MRI last night ((B)(6) 2020) at 6:30 pm. The logs did not show a motor stall recovery message until the pump was interrogated a second time during the call. No patient symptoms/complications were reported. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.